Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise on the right ventricular (rv) lead was noted. The pacing/sensing portion of the rv lead was capped and replaced. The patient was stable with no adverse consequences.

Event description:
Additional information was received indicating oversensing was observed on the right ventricular lead.